Manufacturer narrative:
Eval is in progress, but not yet concluded. Note: the biomedical engineer was repairing the unit himself by putting the previous board back in. He had ordered this part as a spare which he decided to put in to be proactive since the board was older.

Event description:
During field service installation of the device, the biomedical engineer reported that when the new board was installed, the board gave an error message saying ¿an automated stop alarm¿ which prevented the cardioplegia pump from running. There was no pt involvement.